Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No unexpected pump error/insulin flow blocked alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose. Blood glucose level at the time of the incident was 300 mg/dl and other blood glucose level was 400 mg/dl to 450 mg/dl. Customer experienced symptom such as sweating and headache. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not wish to continue troubleshooting. Customer performed self-test and no alarm occurred. The insulin pump will be returned for analysis.